Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced for an unknown reason. Additional information was received from a health care professional that the lead was presumed to have been replaced due to a malfunction but this was not confirmed as the lead revision was performed by another physician. No further patient complications have been reported as a result of this event. No additional information is available.